Event description:
It was reported that the subject device had an image issue. There was no impact, no harm reported due to the event.

Manufacturer narrative:
E3: non-health care professional; e2- no. Device evaluation has confirmed the reported issue and found to be due to a faulty charge coupled device (ccd) unit. Moreover, findings of a slice on the cable were discovered. Evaluation presumed that the ¿no image¿ was caused by residual liquid that was not completely dried after the last reprocessing, causing a shortcut that led to the lost image. A review of the device history record found the subject device was shipped in accordance with specifications. Per instruction for use (IFU), it states , "if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity be observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation." Reference page 11 as per IFU. "If an abnormal endoscopic image or an abnormal function occurs but quickly corrects itself, the equipment may have malfunctioned. In this case, stop using the camera head because the irregularity can occur again and the camera head may not return to its normal condition. Stop the examination immediately and slowly withdraw the endoscope from the patient while viewing the endoscopic image. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, bleeding, and/or perforation." Reference page 29 as per IFU. ¿ based on investigation, the identified failure cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor complaints for this device. Supplemental report(s) will be submitted should any relevant new information is available and or received.